Event description:
Additional info received on 8/26/97 indicates the entire device was removed from the patient and replaced on 8/12/97 due to "malfunction."

Manufacturer narrative:
Pump performed within specifications. Cylinder performed within specifications. Cylinder had a fatigue and wear leak. Rear tips extender (rte) broken.